Event description:
A patient reported that the touchscreen of their current system was often unresponsive, causing the screen to time out and delay management. Additionally, there was a crack near the charging port with a sharp edge. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.